Event description:
It has been reported that during a patient use event, the pads adhesive may not meet the contact surface area specifications.

Manufacturer narrative:
Updated become aware date and patient coding to reflect new information.

Event description:
It has been reported that during a patient use event, the pads adhesive may not meet the contact surface area specifications. The patient survived.